Event description:
The customer reported that the insulin gauge on their device displayed a different amount than expected, indicating a fill estimate issue. There was no reported adverse impact to the customer's blood glucose level. The customer completed the necessary steps, such as removing air from the cartridge and using room temperature insulin but declined to load a new cartridge. They decided to continue using the current cartridge and will follow up if necessary.